Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) replaced the integrated electro-surgical unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer service associate (csa) called an isi technical support engineer (tse) and reported that the erbe shows error m-02-7 and has no neutral pad activation. Earlier in the same procedure, the neutral pad worked properly but stopped working suddenly. The customer power cycled the integrated electro surgical unit (erbe). They tried 3 different pads from different manufacturers/lot numbers. They even tested new pads on the or staff. They tested different orientations of the pad. None of these steps helped with the initial problem. The tse guided the csa on how to connect the force triad cable. The surgery continued with the force triad generator and was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa) testing. The vio integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. Errors were present in the error log. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). The reported malfunction was confirmed. The unit generated error m-02-7 at start-up due to a printed circuit board (pcb) malfunction. Unrelated to the reported issue, while performing calibration, the unit produced an uneven waveform and values inconsistency indicating a malfunctioning high frequency (hf) generator pcb.